Manufacturer narrative:
(B)(4). (B)(6). The field service technician performed a visual inspection, an event history log review, a battery test and a power-on self test. The event history log review and the battery test verified the reported condition. The alarm code was due to a low battery and the battery was replaced to resolve the condition. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump had an f94 alarm code. There was no patient involvement. No additional information is available.